Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2025 leading to high blood glucose (339 mg/dl) and subsequent visit to urgent care. It was observed that the cannula was bent. The site of location was abdomen. Later, the patient tried placing infusion set on arm and blood glucose improved. The infusion set was in use for 12 hours. Issue was observed within three or more hours of insertion. No further information available.